Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and infection from tooth extraction. No additional information was provided. Reportedly, customer continued using pump for insulin therapy.